Manufacturer narrative:
(B)(4). Section d4: complete device identification information has been requested but not provided. The subject mr290v vented autofeed humidification chamber provided with the rt380 adult dual heated evaqua2 breathing circuit has been requested to be returned to fisher & paykel healthcare in new zealand for evaluation. We will provide a follow up report upon completion of our investigation.

Event description:
A distributor reported on behalf of a healthcare facility in japan that an mr290v vented autofeed humidification chamber provided with an rt380 adult dual heated evaqua2 breathing circuit was leaking. Upon receipt at the fisher & paykel (f&p) healthcare regional service centre, a crack on the dome of the chamber was identified. There was no patient harm reported.

Event description:
A distributor reported on behalf of a healthcare facility in japan that an mr290v vented autofeed humidification chamber provided with an rt380 adult dual heated evaqua2 breathing circuit was leaking. Upon receipt at the fisher & paykel (f&p) healthcare regional service centre, a crack on the dome of the chamber was identified. There was no patient harm reported.

Manufacturer narrative:
(B)(4). Section d4: complete device identification information has been requested but not provided. Section h11: method: the subject mr290v vented autofeed humidification chamber provided with the rt380 adult dual heated evaqua2 breathing circuit was returned to fisher & paykel (f&p) healthcare in new zealand for evaluation. Results: visual inspection of the returned mr290v vented autofeed chamber identified cracks on the chamber's dome. Stress whitening was observed on the chamber wall. Further analysis indicated that the chamber dome had been subjected to a significant mechanical force. Conclusion: the reported leak was found to be due to cracks formed by mechanical stress. The root cause of the mechanical stress was unable to be determined. The mr290v vented autofeed humidification chambers are designed and tested to conform to iso 5367 breathing tubes intended for use with anaesthetic apparatus and ventilators. All mr290v vented autofeed humidification chambers and rt380 adult dual heated evaqua2 breathing circuits are pressure and flow tested during production, and those that fail are rejected. In addition, the pressure test is followed by a visual inspection of each chamber. No cracks in the chamber dome are acceptable. Any chamber that fails this inspection is rejected. The subject breathing circuit kit would have met the required specifications at the time of production. The user instructions that accompany the rt380 breathing circuit state the following: - ensure appropriate ventilator and flow source alarms are set before connecting breathing set to patient. - visually inspect breathing sets for damage (e.g. Crushed tube or cracked connector) before use and replace if damaged. - perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. - use usp sterile water for inhalation or equivalent for humidification. Do not add other substances to the water. - do not soak, wash, sterilize, or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers.